Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a gastric bypass procedure, the surgeon inspected the suture line and noted it was not stapled properly. The staples did not close; it was not known how the surgeon corrected the problem, although there was no apparent leakage. There is no known consequence to the pt at this time.